Event description:
It was reported that the patient presented to the ER with pacing below the lower rate. Patient is very sick and dehydrated. There was capture difficulty in the atrium with no p-wave sensing, p-waves were very small when checked on the programmer. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The impedance trends are stable and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.